Event description:
Pt with a history of open-angle glaucoma, age-related macular degeneration and pseudophakia, in 2001 the pt underwent the implant of baerveldt gdd with a scleral patch graft to the right eye as their iop was to 35 mmhg. Post operatively (date unk) the pt experienced suprachoroidal hemorrhage, requiring drainage. Since 5/2001 a conjunctival melt over the tube appeared. The pt underwent conjunctival advancement and received a new sclera patch graft. Several weeks later, the exposure of the tube occurred again. Furthermore, on a not specified date, the pt developed peripheral ulcerative keratitis with a corneal melt. The pt was visited by a rheumatology and a rheumatoid arthritis was diagnosed (rheumatoid factor 920). Therapeutic measures taken as a result of the event included high dose of oral prednisone (frequency unk) and oral methotrexate (dose and frequency unk). In 7/2001 and interpolated conjunctival pedicle flap was placed on the right eye. At the 7-month follow-up, the pt's iop was controlled, the gdd was properly working and the conjunctiva was stable without leaks. Besides, the peripheral keratitis was stabilized with the combination of oral prednisone and methotrexate. The follow up was limited to secondary due to the unrelated death of the pt, 12 months after surgery.